Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. As received, the battery charger was resetting and unable to charge a battery pack. The cause of the resets was an intermittent bga connection on pld u1003 of the charger pca board the intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source fo the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report ay deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting and was unable to charge a battery. The last patient to use this battery charger/modem did not report any deficiencies.